Event description:
It is reported that the patient had an extreme loss of mobility (stiff knee). Cause of revision seems unclear but appeared to be completely unrelated to the product as symptoms did not improve after revision (with a different knee system).

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.